Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. Boston scientific reviewed the associated stored episode. The noise appeared to be related to the minute ventilation (mv) signal. The mv feature was programmed to off. There were no adverse patient effects reported. The device remains in service.